Manufacturer narrative:
G4: 28feb2020 b4: (B)(6)2020. A switch circuit panel assembly was returned for analysis. An investigation was performed and the contamination was found on this circuit switch panel which did not affect the functionality of this unit. The circuit switch panel was tested and no functional faults were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/26/2019. The service technician confirmed the reported problem. The service technician replaced the overlay keypad to resolve the reported issue.

Event description:
The customer reported blank display. There was no patient or user harm reported.